Event description:
The customer reported oil mist haze. The customer stated that there were no physical complaints reported. The customer was asked to stop using the unit until service could be set up. The asp field service engineer (fse) went to the facility to repair the unit.

Manufacturer narrative:
Oil mist - labeled. Capital equipment, unit evaluated at the facility. The fse found that the oil mist filter had fallen apart, causing the oil misting. He installed a new oil mist filter. He performed system verification on the unit and ran an empty standard cycle. The unit was operating within manufacturer specifications. This issue is being addressed with a customer letter, related to correction & removal.